Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer removed and replaced the pump on the charger using the same charging supplies, which resulted in the pump starting to charge normally again.